Manufacturer narrative:
The insulin pump was received with intermittent button response due to unlocked lcd keypad connector. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's father reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The father stated that the escape and down buttons are not responding. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The insulin pump received with intermittent button response due to unlocked lcd keypad connector. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.